Event description:
The device was implanted in 2002. In 2004, the facility's renal case manager informed the manufacturer's clinical specialist of the following: in 02/2004, pt observed to have chills at the start of their dialysis treatment. The staff contacted the manager and blood cultures were drawn. Chilil resolved and pt was, otherwise, asymptomatic. Five days later, blood cultures were drawn again at initiation of dialysis for similar symptoms. The following day, peripheral blood cultures were drawn in the emergency department and pt started on vancomycin therapy. After three days blood cultures were positive, growing gram positive rods, bacillus species, not anthracis. No further details were provided at this time.